Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The vse instrument used during this event was requested to be returned to isi, but the instrument has yet to be received. A follow-up MDR will be submitted if additional information is obtained. The advanced vessel sealer logs for this instrument and event were reviewed by an isi failure analysis engineer: the logs did not show any errors regarding sealing issues. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, it was alleged that the vse instrument did not sufficiently seal tissue and as a result, bleeding occurred from the ima. The surgeon converted the procedure to open surgery. In addition, the patient received chest compressions and blood transfusions due to this event. The cause of the operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure the vessel sealer extend (vse) instrument was not sufficiently sealing tissue which may have been calcified and as a result, bleeding occurred from the inferior mesenteric artery (ima). The surgeon ultimately elected to convert the procedure to open surgery. According to the initial reporter, the patient reportedly received chest compressions and blood transfusions. However, it is unclear if the chest compressions and blood transfusions were administered during the robotic surgery or open surgery. The patient was hospitalized post-operatively and is recovering. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.